Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after inserting a non-medtronic 14 french (fr) introducer sheath, the delivery catheter system (dcs) was inserted and delivery was attempted but could not pass from the external iliac artery (eia) to the common iliac artery (cia). Fluoroscopy indicated a high degree of calcification in the cia. The non-medtronic stiff guidewire was placed in the left ventricle was exchanged to another non-medtronic guidewire and the dcs was attempted again. Difficulty passing the same position was noted. An attempt was made to insert an 18 fr introducer sheath, but it could not pass the dilator. A 6 x 40 millimeter (mm) percutaneous transluminal angioplasty (pta) balloon was used to inflate the stenosis several times and the 18 fr introducer sheath was still unable to pass. The physicians assumed the tortuosity was an issue and crossover was performed from the right to attempt to extend the tortuosity through the catheter. It was reported that the 4 fr guidewire could not be advanced. The approach from the common femoral artery was abandoned and more direct force was used. In order to extend the tortuosity, the external iliac artery was cutdown to expose the blood vessel. Access was performed from the external iliac artery and a non-medtronic 18 fr introducer sheath was successful and the valve was implanted uneventfully. Slow flow was reported during the access angiography after removing the introducer sheath. A dissection was observed after digital subtraction angiography, so an 9 x 60 mm pta stent was placed from the cia to the eia. Blood flow was revascularized after the stent placement. The cause of the dissection was due to the repeated attempts to the delivery catheter system (dcs) and 18 fr introducer sheath. Damage to the lumen of the blood vessel caused by the insertion and withdrawal of pta and frequent devices contributed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was high degree of calcification in the common iliac artery and tortuosity was an issue. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be conclusively confirmed. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, it was reported that the cause of the dissection was due to the repeated attempts to advance the delivery catheter system (dcs) and 18 french introducer sheath, however the cause cannot be conclusively determined and the relationship to the dcs cannot be confirmed. It was reported that damage to the lumen of the blood vessel caused by the insertion and withdrawal of percutaneous transluminal angioplasty (pta) and devices contributed. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.